Event description:
During the index procedure, a driver otw coronary stent delivery system length 24mm, diameter 3.0mm was successfully implanted in a pt to treat a lesion. The event reported indicates that the pt is suffering from a skin rash post deployment of the stent. No further info concerning the index procedure or the pt's co-morbidities were provided. Neither the procedural notes nor the stent delivery system was returned to medtronic for eval.

Manufacturer narrative:
Reaction.